Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported an event of an oil mist emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date correction from 11/15/2011 to 11/9/2011. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
On 9/20/2018, additional information was received related to the servicing of this sterrad® unit. It was reported that a field service engineer was dispatched to the customer site. The oil mist filter was reseated to resolve the mist/haze issue. No parts were replaced. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue and system risk analysis (sra). Trending analysis of the mist/haze issue was reviewed from september 2017 to march 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced; therefore functional analysis of parts was not performed. The assignable cause of the mist/haze issue is likely due to the oil mist filter. The field service engineer reseated the oil mist filter and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint # (B)(4).